Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instruments deemed by spd teck as worn and not able to be reprocessed. There were hair line cracks in them and writing was faded/fading.